Event description:
It was reported that the surgeon inserted a 21.0 diopter aq2010v silicone three piece lens and the trailing haptic was torn off by the injector during insertion. The lens was removed without any patient injury.